Event description:
It was reported that the user was unable to attach a connector to the pump, and a customer care agent verified the cartridge was fully seated, instructed the user to try a new connector, and guided a successful dry run, after which the user attached a new connector and completed the supply change without further issue. Symptoms included no clinical effects. Outcomes included no alerts or alarms, no injury, and no medical intervention. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that the device functioned as intended during the dry run and subsequent use, and that use of a new connector resolved the connection difficulty consistent with a transient connector attachment issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique and/or a transient component interface issue.